Manufacturer narrative:
The reason for this revision surgery was the morse taper on the baseplate disengaged and the glenosphere disassociated. The implants were in the patient for 3 months 20 days prior to revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). A definitive root cause cannot be determined. Factors that can contribute to a glenoid head disassociation from the baseplate include soft tissue impingement, trauma and excessive loading of the shoulder prosthesis such as carrying heavy weight or carrying a heavy extended load and excessive range of motion and improper tightening of glenoid head retaining screw. It was reported that after the patient stretched their arms far back and it popped out of place. It is believed that it was already loose. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: due to the morse taper on the baseplate disengaging and the glenosphere disassociating. The patient stretched their arms far back causing the component to pop out of place. It is believed that the component was already loose.